Manufacturer narrative:
E; (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the doctor checked the device before use and found that the touchscreen was not responsive, and parameters could not be set. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the doctor checked the device before use and found that the touchscreen was not responsive, and parameters could not be set. After an inspection by the medical engineering department engineer, it was found that the touchscreen was damaged and could not be repaired. A new screen was immediately submitted for purchase. Investigation is ongoing

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer confirmed that the touchscreen was not actually cracked or physically damaged. After ordering and installing the replacement touchscreen, the asp engineer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.